Event description:
Event description cpi received information that this implantable cardioverter defibrillator and transvenous defibrillation lead were explanted because of a low sensing impedance measured from the lead.